Event description:
Pt called and stated when they stood up tpn came pouring out of back pack. When rn checked tubing spike on end of tubing had broken off inside tpn bag. New tubing and new tpn set-up for pt.